Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with left ventricular (lv) lead had an infection. The patient was suspected to have (B)(6) and bacteremia secondary to left arm cellulitis. No additional adverse patient effects were reported. This lv lead remains in service.